Manufacturer narrative:
Technical support instructed the account to isolate the pendant, but there wasn't pendant attached to the bed. When the account disconnected foot hi/low connector the head hi/low lowered. Technical support recommended replacing foot hi/low column. Repairs have not been completed.

Event description:
The account alleged when the bed is placed into trendelenburg or reverse trendelenburg the bed will unintentionally run back up to the high position.